Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, chipping was discovered on the level of the locking screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The inspection of material and manufacturing documents did not show any deviations in regards to the specifications. The results show that the top for sternum meets all requirements and fully complies with the ao/asif specifications. The investigation of the provided top for sternum shows that the hole cracked on the level of the locking screw. The mechanical force that caused this damaged is unknown. There is evidence that the locking screw was excessively over-tightened, which eventually caused the fracture in the recess.